Manufacturer narrative:
The device was not returned to olympus for evaluation at this time. In addition, insufficient information regarding the patient, procedure and device was provided by the user facility. However, if additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly. The exact cause of the event could not be confirmed at this time. However, based on similar reported events the reported event can occur from mechanical overload by the application of excessive force and improper handling/off-label use, when the electrode comes into contact (unintended) with other metal parts, e.g. Surgical instruments while the high-frequency output was activated, and/or with higher output settings on the electrosurgical generator. The OEM performed a DHR review for the concerned lot number without showing any non-conformities or deviations during the manufacturing process.

Event description:
Olympus was informed that during an unspecified hf resection procedure, the button at the distal end of the device broke off and fell into the patient¿s bladder. The physician retrieved the broken piece from the patient.